Event description:
It was reported that the device reached the recommended replacement time (rrt) and that the physician felt the device reached the rrt earlier than expected for the programmed settings and therapy usage. It was further reported that the device was turned on in the box and left on for approximately six months prior to the implant procedure and that while in the box the device was sensing and therapy was delivered multiple times. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(4) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.627 to 2.613 volts between (B)(4) 2012. One - patient alert for low battery voltage on (B)(4) 2012 02:15:00. Analysis found that the device experienced normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(4) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.627 to 2.613 volts between (B)(4) 2012. 1 - patient alert for low battery voltage on (B)(4) 2012 02:15:00. Analysis found that the device experienced normal battery depletion.